Manufacturer narrative:
System analysis/service repair on october 29, 2014: the reported ¿trouble on startup" issue was verified and determined to be a faulty cooling water reservoir: opened side cover and found no water flow. The faulty cooling water reservoir was replaced. Verified alignment, output and operations. Preventative maintenance was also performed. The system was tested and verified to manufacturer¿s specifications and ready for patient use. The cooling water reservoir that was replaced was not returned to ams.

Event description:
Information as it was reported to ams indicates that the laser made a clicking noise upon startup then shut itself down. Attempted to turn unit back on and it displayed ¿self-test" indication and shut down again. There was no report of a patient injury; however the manufacturer is filing this as device malfunction for non-completion of case.